Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt ((B)(6)) experienced uncomfortable over-stimulation when pressing down on the extension header. The pt is not receiving effective stimulation. Lead diagnostics showed one contact with invalid impedance values. F/u identified surgical intervention was undertaken on (B)(6) 2014. The extension was explanted and replaced due to invalid impedance. Intra-operative testing of the lead showed normal impedance. Effective stimulation was achieved postoperatively. The issue is resolved.